Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. The analyst noted that the setscrew footprint is too proximal on the pin. The most proximal mark is .004" from the end of the pin. Cad layout shows that the sense ring of the lead connector is .018" from reaching the center of the connector module. This positioning would not assure continuous electrical contact. (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. Based upon the save to disk review, the electrogram (egm) data within the episodes on (B)(6) clearly show inappropriate sporadic over sensing on the ventricle channel resulting in 6 shocks between 6:02 pm and 7:10 pm on (B)(6). The atrial channel was clean indicating normal sinus rhythm during these episodes.

Event description:
It was reported that after implant the patient received multiple inappropriate shocks due to oversensing. The device and lead were removed and replaced. No further patient complications have been reported as a result of this event.